Manufacturer narrative:
Concomitant products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that there were high impedances and a case of twiddlers which led to a cable breakdown. The severity of the event was noted as being mild and was related to the right and left extensions. The diagnostic methods included a device interrogation/device data on (B)(6) 2010, which resulted in abnormal high impedances. It was then stated that no actions/interventions were taken regarding the issue, but it was resolved without sequelae on (B)(6) 2010. The patient's medical history included: cognitive impairment, mild cognitive processing impairment, ongoing; year patient was diagnosed with epilepsy: 1979.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event type was updated to adverse event from device deficiency. The clinical diagnosis was noted to be high impedance and case of twiddler leading to cable breakdown, specifically the patient turned the ins several times. Actions taken included surgical interventions/revision of the extension. The event resolved as of (B)(6) 2010. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.